Manufacturer narrative:
Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4b0908) sigphandle, sig power sigphandle handle (sn:unknown) sigadaptshort, sig power sigadaptshort lin short adapt (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a partial lung resection procedure, when checking the opening or closing, there was no problem, but it did not close until the tip. The same handle was also used for another lot of reload, but it could not be closed in the same way. Another cartridge was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that there was damage to the cutting edge of the knife blade, some staple pushers were pushed back to the cartridge, and that the clamping mechanism was deformed.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the reload was loaded into a representative pmv handle. The interlock was overridden and the reload was applied to test media. Test media was transected. It was reported that the device was unable to perform clamp test. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of egia sulu/reload thick tissue and egia sulu/reload knife blade damaged that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.